Manufacturer narrative:
(B)(4). The device was received at the time of the initial MDR submission and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During gravity testing a leak was observed at the junction of the tubing and the outlet port of the drip chamber. Microscopic inspection of the junction showed that the tubing was deformed causing the leak. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set leaked from holes in its tubing, ¿at the top, toward the chamber.¿ normal saline was being infused through a non-baxter primary set using a non-baxter pump. One end of the secondary set was then connected to the primary set, and the other end was connected to a non-baxter anti-emetic drug source. The leaking secondary set was then noticed right away. The infusion was then stopped, the tubing was replaced, and the infusion was restarted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.